Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection device present several cuts in the catheter shaft. Device passes functional test, steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The dimensional test was passed and both right and left curves reached the specified area of the template. Electrical testing revealed an open ring three electrode (r3) and thermistor.

Event description:
Reportable based on analysis completed on 7jul2022. A blazer ii was returned with no allegations against the device. However, returned device analysis found that cuts were observed on the distal part of the shaft.